Event description:
The customer reported approximately five milliliters of clear fluid dripped from under the instrument, involving the coulter lh 750 hematology analyzer. The customer had on personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. All controls were within the acceptable range after the event. The customer has an exposure control/risk management plan at the facility. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) observed fluid leaked from the tubing at pinch valve vl46 - vl46 carries pressurized diluent from the sheath tank to flush the lower flow cell chamber. The fse replaced the affected tubing and resolved the issue. No further evidence of fluid leak was observed. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications. (B)(4).